Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed. Date of event is unknown.

Event description:
The customer reported that the autopulse li-ion battery (sn b)(4) intermittently powers up autopulse platforms. The status indicator of the battery shows 4 steady green led lights, indicating that the battery is fully charged. The customer noted when the battery is stored in a location with a higher temperature, it fails to power up autopulse platforms. When the battery cools down, it powers up platforms as intended. No patient involvement.